Event description:
Used a kit to access patient port and chlorhexidine did not release into sponge. This is the third kit I have had problems with chlorhexidine not releasing into sponges over the past 1 week.